Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) performed an onsite inspection and confirmed that the system could not start up. Upon troubleshooting, the fse found that the bios battery on the single-board computer was dead. To resolve the issue, the fse replaced the bios battery on the single-board computer (sbc). After bios battery replacement, the system was then returned to use in good working condition. The codes were updated based on the investigation outcome.